Event description:
The manufacturer received information regarding a trilogy evo required preventative maintenance. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation pre-test step during testing, and the pneumatic test. The usb extension cable was found to be pinched/crushed. The proportioning valve, usb extension cable and flow sensor were replaced to address the issue. There were no other abnormalities. The device passed all final testing. Additionally, periodic maintenance 2 was carried out. The following parts were replaced to prevent failure: air inlet foam filter, particulate filter, muffler assembly. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).